Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving adjust belt or check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open driven ground wire in the cable connecting the dn to the rear te. The root cause for the open wire could not be positively identified but was likely physical abuse as the cable was returned with physical damage. No adverse event resulted from the open wire. The patient received a replacement electrode belt.